Event description:
It was reported by nurse that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 542 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia. The pod was removed and discarded at the hospital; nurse believed the cannula was bent. The patient was treated with intravenous insulin, and was later transitioned to lantus and sliding scale insulin. The patient remained hospitalized at the time of reporting.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia/dka. No lot release records were reviewed, as the product lot number was not provided.